Event description:
Anterior resection. Reportedly, the surgeon applied the device by manually placing the pin and squeezing the handle until it was locked back. The tissue was cut and when the surgeon released the device from tissue the staples had not been fired. There was some fluid leakage the specifics of which are not available. The procedure was completed by applying a competitive device and there was an additional tissue reasection of approximately 2cm.